Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Event date: date of incident not provided. Mfg date: lot number not provided. (B)(4).

Event description:
During a hip arthroscopy it was reported that one anchor was inserted in the wrong place, too close to the articular cartilage which caused the acetabular cartilage to bulge along the anchor thread. The patient's post-operative condition was not reported. This information was identified during a literature review in the following article: park m-s, yoon s-j, kim y-j, chung w-c. "Hip arthroscopy for femoroacetabular impingement: the changing nature and severity of associated complications over time" arthroscopy: the journal of arthroscopic & related surgery. 2014; volume 30 number 8:957-963.